Manufacturer narrative:
Concomitant medical products: 620bg33, band, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited a lead position check failure causing all atrial tachycardia/atrial fibrillation (at/af) therapies to be disabled. The lead remains in use. No patient complications have been reported as a result of this event.